Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that they are having issues with blood separation after centrifuge when using the bd microtainer® tube(s) with clot activator / sst¿ gel and microgard¿ closure. The complaint states that ¿after they are spun down they look like they have separated but then when you invert the tube to extract the plasma the blood just combines again¿. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the sample mixing following inversion was observed. However, bd microtainer tubes (material number (B)(4) are not manufactured with a gel barrier; therefore, separation of the rbc and plasma will not be maintained if the tubes are inverted following collection/centrifugation. Retention samples were selected from bd inventory for evaluation of the additive and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retention samples, no issues were observed with the tubes. It is recommended that the customer use microtainer tubes for serum separation that contain barrier gel. Based on the investigation, no product issue was found as the tubes were manufactured . It is recommended that the customer use microtainer tubes for serum separation that contain barrier gel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.